Event description:
Following angioplasty, a stent was placed across a stenotic lesion in the petrous segment of the left internal carotid artery (l-ica). Imaging confirmed a mild improvement in the stenosis involving the stented petrous segment of the left ica. However, a mild vasospasm involving petrous and cavernous segments of the left ica occurred. The vasospasm was treated with 200mcg nitroglycerin interarterially. The procedure was completed with two other stents. Imaging showed successful stent reconstruction and recanalization of the dissected and stenotic l-ica. Four day post procedure, the patient was discharged home in a stable condition.

Manufacturer narrative:
The device remains implanted.

Event description:
Following angioplasty, a stent was placed across a stenotic lesion in the petrous segment of the left internal carotid artery (l-ica). Imaging confirmed a mild improvement in the stenosis involving the stented petrous segment of the left ica. However, a mild vasospasm involving petrous and cavernous segments of the left ica occurred. The vasospasm was treated with 200mcg nitroglycerin interarterially. The procedure was completed with two other stents. Imaging showed successful stent reconstruction and recanalization of the dissected and stenotic l-ica. Four day post procedure, the patient was discharged home in a stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vasospasm is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.